Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a keyboard issue occurred. Staff reported difficulty using certain keys on the pediatric emergency department pyxis station. The up, down, left, and right keys were reported to stick intermittently, and some letter keys became unresponsive during user login attempts. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer replaced the keyboard assembly to resolve the issue. Hardware test application test completed. The system functioned as intended after the field service engineer repaired the device.